Event description:
It was reported that during a procedure involving the catheter afapro28 and the 203cx coaxial umbilical, an error message n-004 was received stating that the system detected blood in the catheter handle and stopped the vacuum. The console required a restart during the procedure. The responsible field service employee instructed the customer to immediately disconnect and replace both the balloon and coaxial cable. The patient was under general anesthesia, and the procedure was completed successfully with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the afapro28 balloon catheter with lot number: 24890 was returned and analyzed. The files showed at least 6 applications were performed with the returned catheter on the reported event date without any system notice or anomaly. And 5 applications were performed with a non-returned balloon catheter on the reported event date without any system notice or anomaly. In the fault file, the following fault message were found on the reported event date: the system notice n-004 "the system has detected blood in the catheter handle and stopped the vacuum." Was confirmed during the ready state. The system notice n-018 "the system has detected an unexpected temperature or loss of temperature reading from the catheter" was confirmed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 5 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-048 "the system detected a compromised balloon prior to ablation indicating the outer vacuum test failed." During inspection of the handle segment, blood was observed inside handle. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). In conclusion, the balloon catheter failed the returned product inspection due to the pin size hole on the surface of the outer balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.